Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient discovered a fluid leak during peritoneal dialysis therapy. Immediately preceding the event, the patient received an m31 air detected in cassette warning message during drain four of four of therapy. The patient had drained 1185ml of an expected 2496ml at the time of the alarm. During troubleshooting, the patient verified that there were air bubbles in the drain line, the connections were secure, and the patient did not feel empty. The patient rebooted the cycler in an attempt to continue with treatment but the alarm returned. The technical support representative had the patient cancel treatment and upon removing the cassette, the patient noticed that the pump heads in the cassette door were wet. The cause of the leak was unknown. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient had manual supplies to continue with peritoneal dialysis therapy. It was noted that the patient was given unspecified prophylactic medication at the clinic following the leak. The patient has since received a new cycler and been able to continue with peritoneal dialysis therapy. There was no report of patient injury or medical intervention resulting from the leak. The cassette was no longer available for evaluation. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An internal and external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present in the device, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was performed on the cycler with no issues noted that could have caused or contributed to the leak. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.